Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 15, 2018 where it was reported that the device had a "faux contact" and the bearings, spring seal, needle bearing, semi-circle bearing, vespel bearing, motor, plug harness assembly, seal/strain relief, reciprocating arm, and external e-ring were replaced. This is not a related issue. On february 27, 2019, it was reported that the customer requested a repair and reported that the wire is "holed". The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on march 25, 2019 revealed that the calibration was out of specifications at all settings. The motor speed was out of specifications and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on april 11, 2019 which included replacement of the external e-ring, internal retaining ring, spring seal, and needle bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. RMA number 1295. The root cause of the reported event cannot be specifically determined with the provided information because no issues were noted with the power cord assembly or wires during evaluation. The device was noted to be functioning as intended after the external e-ring, internal retaining ring, spring seal, and needle bearing were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that device is in process of being returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the customer request a repair and reported that the wire is "holed". No adverse events were reported as a result of this malfunction.